Event description:
A home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, hp had started the initial drain cycle prior to connecting their transfer set to the pt line of the homechoice set. After noting this, the hp connected to the setup and received the alarm afterward. Baxter's tsc assisted the hp's spouse in ending therapy early. No pt injury was indicated at the time of the initial report.